Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: connected with a line and gave the patient replacement fluid and antibiotics. Then leakage occurred from the connection. The septum of the q-syte was defect and drug leaked from there.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit with no packaging from material number 385100, lot number 9144781. In addition, three photographs were received which displayed similarities to that of the returned unit. Through the visual / microscopic examination the septum lifts up from the rim of the top body and all the way around the rim of the top body. The residual septum material and adhesive deposits were evident on the rim of the top body which is an indication that a bond was provided during the manufacturing process. A water leak test was performed where leakage was observed in the actuated position from the area of the vent hole due to a column tear. The reported issue was confirmed. Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: connected with a line and gave the patient replacement fluid and antibiotics. Then leakage occurred from the connection. The septum of the q-syte was defect and drug leaked from there.